Event description:
It was reported that the ilet device¿s touch screen was cracked after the patient tripped and fell on it, resulting in a nonfunctional display and inability to use the device; the device had not been synced prior to shutdown, and the user transitioned to backup therapy. Symptoms included no reported injury and no adverse clinical effects. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included a review of device history records, a complaint evaluation, and a request for device return for analysis. Investigation of this case revealed physical damage to the touchscreen consistent with external impact. It was concluded that the event was due to accidental damage and was not related to a device malfunction.